Event description:
It was reported by the affiliate that during a laparoscopy procedure, the device was used on the blood vessel. The jaw failed to open. It was found that the clip had fired on the deployed clip. Another device was fired on the patient's side to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.